Manufacturer narrative:
A device history record review was performed for the subject device: part no.: 02.124.413. Lot no.: l020868, manufacturing location: (B)(4). Release to warehouse date: 20.jun.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc ; device is not expected to be returned for manufacturer review/investigation. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.

Event description:
It was reported that a patient had a 13 hole 4.5 (variable angle locking plate)va-lcp condylar plate 02.124.413 lot#l020868 in (B)(6) 2017. Patient reported to operating room with complaint of pain. X-ray showed the plate had broken between the 3rd and 4th shaft hole distally due to a delayed non union. Plate was removed on (B)(6) 2017 and replaced with a rafn (retrograde anterograde fixaion nail) nail. The surgery was completed successfully.no complications were reported. This complaint is for one device this report is 1 of 1 for (B)(4).